Event description:
A customer stated that thus clucometer dex system will only present 3 to 4 sensors from a disc of 10. The customer was concerned about the amount of reagent the customer is wasting. While on phone the customer also stated that the "units" on the display is fading in/out. The system was returned and evaluated. The display issue was confirmed. The instrument is being sent to the reliability laboratory for a root cause analysis to determine the cause of this malfunction. Follow-up will be made with the customer.